Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the r3 straight shell impactor handle broke while being impacted; however, surgery was resumed with the same device without reported delay. Responses to the information requests have not been received as of the date of this medical investigation. Without the requested medical documentation, the clinical root cause of the reported event could not be concluded. Patient impact beyond the reported handle breakage would not be anticipated as no patient injury or surgical delay was alleged and the procedure was reportedly completed using the same instrument. No further medical assessment is warranted at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a thr a r3 straight shell impactor handle broke while being impacted. Surgery was resumed with the same device, no delay reported. Patient status unknown.